Event description:
A customer reported that they observed a leak coming from the left side of an unicel dxi800 access immunoassay system into the liquid waste drawer. No patient results were involved in this event. There was no modification to patient treatment associated with this event. Personnel interfacing with the instrument were wearing personal protective equipment (gloves) and no personnel sought medical attention in conjunction with this event. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility and beckman coulter inc. Advised the customer to consult the material safety data sheet.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) found that the leak was caused by the wash buffer transfer tubing having had split open. The fse replaced all of the peri-pump tubing in the fluidics drawer. No further issues were noted. Upon completion of the necessary and verified repairs the instrument was returned back into service. The wash buffer transfer tubing was the cause of this event. (B)(4).